Event description:
The customer reported via phone call that the insulin pump had 2 cracks on it. Customer stated that they discovered the cracks one day, probably 2 or 3 months ago. Customer stated that around (B)(6) they probably noticed the damage. Customer stated that they went in the water with the pump and there was water in the screen. Customer stated there was a crack when the battery was tightened. The other crack is on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronic assembly. There was no moisture damage found on the motor, battery tube, vibrator, and keypad. Insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked belt clip slot, and a cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.